Event description:
During a routine device exchange procedure, a lead facture was observed on the implanted right ventricular (rv) lead. The rv lead was repaired and left implanted. The patient was in stable condition.